Event description:
Pt is a breast ca pt. They received breast expanders and a bard access port. They were given no info or "card" that would tell them about MRI safety and care of the devices. A call to bard said only "trackable" devices require pt info cards. Rptr asks if FDA should require cards to be given to pts for all implantable devices, especially discussing MRI safety.